Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged against the bard flat mesh. The medical records provided included the patient's implant operative report, implant tracking log and additional surgical procedures performed prior to implant of the bard flat mesh. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with vaginal vault. The patient underwent bilateral sacrospinous ligament suspension, cystoscopy and bilateral urethral stent placement. Per medical records provided, during the course of the procedure, a small tip of the needle fractured from a non-bard davol needle early on in the procedure, dislodging the tip of the needle into the sacrospinous ligament of the left side. On (B)(6) 2002 - the patient was diagnosed with urinary stress incontinence. The patient underwent a "sparc" pubovaginal sling procedure with implant of a non-bard davol "sparc" mesh sling and intraoperative cystoscopy. On (B)(6) 2014 - the patient was diagnosed with vagina vault prolapse. The patient underwent open sacrocolpopexy with implant of a bard flat mesh and lysis of adhesions followed by cystoscopy. The attorney alleges the patient experienced unspecified adverse patient outcome associated to use of the device.